Event description:
Customer initially called demanding a new insulin pump due to repeated no delivery alarms. Customer was later hospitalized for high blood glucose levels. A different insulin pump was provided to the customer by the medtronic representative, while the customer was in the hospital. That insulin pump also alarmed no delivery, which meant the pump was not the problem. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.